Manufacturer narrative:
Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. Nurse is calling on behalf of the customer. The customer is concerned with test results from non-fasting meter to meter comparison results of 42 mg/dl using meter and 73 mg/dl using another device and from results obtained of 48 mg/dl fasting. The customer's expected fasting blood glucose test result range is 70 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer declined to perform a back to back blood test during the call. The product is stored according to specification in the nurse's office. The test strip lot manufacturer's expiration date is 10/31/2020 and open vial date is 07/18/2019. The meter memory was reviewed for previous test result history (customer only performed three blood tests using meter): (B)(6).

Manufacturer narrative:
(Manufacturer narrative: t, corrected data: f) internal report#: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were returned for evaluation. Defect was detected. Most likely underlying root cause: rc-61: storage outside specifications. Rc-72: vial left open for an extended period of time. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern, able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. Nurse is calling on behalf of the customer. The customer is concerned with test results from non-fasting meter to meter comparison results of 42 mg/dl using meter and 73 mg/dl using another device and from results obtained of 48 mg/dl fasting. The customer's expected fasting blood glucose test result range is 70 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer declined to perform a back to back blood test during the call. The product is stored according to specification in the nurse's office. The test strip lot manufacturer's expiration date is 10/31/2020 and open vial date is 07/18/2019. The meter memory was reviewed for previous test result history (customer only performed three blood tests using meter): result 1: 42mg/dl, date: on (B)(6) 2019, time: 09:42am non-fasting, result 2: 48mg/dl, date: on (B)(6) 2019, time: 08:51am fasting, result 3: 82mg/dl, date: on (B)(6) 2019, time: 11:55am non-fasting, result 4: n/a, result 5: n/a.